Event description:
The customer stated that the central monitoring system had ceased remote monitoring of pts. Pt vital signs monitoring continued at individual bedside monitors.

Manufacturer narrative:
The device was not returned for eval. The customer was assisted over the telephone to restore normal operation by rebooting the system. Subsequent to the complaint the customer elected to remove the device from use; the system was more than 15 years old and its software had not been updated in more than 8 years. Without access to computer files from the system's hard disk drive, it was not possible to further characterize or isolate the problem.